Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision, and a lens rotation not associated with a low vault after head knock. The lens was repositioned. At a later date the lens was exchanged for a longer length lens and the problem resolved. Cause of the event was reported as patient-related factor after the patient's dog stepped on his eye and caused a displacement of the lens.

Manufacturer narrative:
H3: device evaluation is not required. H6: health effect clinical code: 4582 lens rotation. Need for secondary surgery for evo/evo+ icl/ticl removal, replacement, or repositioning is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).